Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced erosion of the mesh, scarring of the vaginal tissue, dyspareunia and pain. No additional information was provided.

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.